Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. The site used another emitter which would not cause any issues in the software. The emitter in question has not been returned for evaluation. The site has not had any further issues with the emitter since it was replaced with a new emitter. Navigation system fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue was resolved when a separate emitter for the navigation system was used with the navigation system.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive in the cranial application software. The navigation system was reported to become unresponsive in more than one portion of the software. There was no patient present when this issue was identified. No additional information was provided.